Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. A malfunction of the product has not been indicated. Information was received that during the implant procedure, the surgeon changed his mind on his lens choice. The lens was removed from the patient. When the lens was removed, the patient had a pc tear. The surgeon performed a vitrectomy. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon changed his mind on his lens choice. The lens was removed from the patient. When the lens was removed, the patient had a pc tear. The surgeon performed a vitrectomy. Additional information was requested.